Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: the pump's black box showed pump reboot events associated with a replace battery alarm on 11/17/2014 and a pump reboot event associated with a replace cartridge alarm on 11/18/2014. The battery compartment was cracked on the side, extending from the threads to the cover. The returned battery cap had stripped threads and could not fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. New test battery cap was able to carefully attach to the pump and was used to complete a 24hr duration test. No power interruptions were duplicated with the test battery cap. There was no evidence of internal moisture observed. Unrelated to the power issue, the display screen was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.